Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said their ins never worked. They also added they were told the device needs to be adjusted and someone would call them, but nobody ever did. During the call, the call center reviewed how to use the controller and handset, but they weren't able to connect; the patient didn't know where the ins was and was not able to feel it through the skin. As a result of what was reported, they are going to call back for assistance with adjusting stimulation when someone can help them. Eleven days later, patient called back saying they were ready to make adjustments. The call center reviewed information on the call and they were able to increased from 1.9v to 2.5v where they reported being comfortable. Therapy expectations were reviewed and it was recommended to follow up with the healthcare provider (hcp) if increasing didn't resolve the issue. No patient symptoms were reported and no further complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that the patient has never gotten therapy relief, patient is still buying pads like crazy. Patient tried adjusting it a couple times and that didn't work. Patient went to the doctor two weeks ago today and she said the device is in the right spot. The doctor said they were going to contact a manufacturer's rep. On (B)(6) 2020 patient called again and is still having therapy concerns with urinary incontinence and wants to pursue device removal. Patient has an upcoming appointment with managing hcp but was directed to speak with the rep in the meantime. Patient services reviewed role of field staff and recommended patient contact her physicians office for assistance reaching a rep. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient was still wetting, and it was still not working, but they had an appointment with the healthcare provider on thursday the 9th. No further patient complications are anticipated or expected as a result of this event.